Event description:
Patient reported events of ¿after some discomfort and an examination (MRI) an intracapsular rupture on the right side was found¿ the device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: not observed. Seroma-late: unable to observe as it is a medical event not related to the device. Calcification: not observed. Additional observations: deformation is observed. Voids are observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Patient reported right side discomfort and capsular contracture baker grade iii, periprosthetic liquid and "calcifications" diagnosed via ultrasound, mammography, MRI and palpation. Rupture was suspected but not confirmed during the explant surgery. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right side ¿right device with internal foldings and periprotesic liquid small quantity.¿ and " once explanted it was found not broken, but capsular contracture." Physician later confirmed capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, pain: unable to confirm, as it is a medical event. Not related to the device. Rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported, events of ¿after some discomfort and an examination (MRI). An intracapsular rupture on the right side was found¿. The device remains implanted. Patient reported, right side. ¿right device with internal foldings and periprotesic liquid small quantity¿. And " once explanted, it was found, not broken, but capsular contracture". Physician later confirmed, capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported events of ¿after some discomfort and an examination (MRI) an intracapsular rupture on the right side was found¿ the device remains implanted.

Event description:
Patient reported, discomfort and capsular contracture, baker grade iii. Periprosthetic liquid and "calcifications". Diagnosed via ultrasound, mammography, MRI and palpation. Rupture was suspected, but not confirmed, during the explant surgery. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Calcification: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation is observed. Voids are observed.